Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure, the electrode fell apart. The tip of the device came off the body of the electrode and was deemed unusable by the surgeon. The device was taken off the sterile field. No pt injury.